Manufacturer narrative:
Film analysis conclusion: the reported type iiib endoleak could not be assessed on the pre-implant films provided; therefore, the cause of this event can not be determined. Intraoperative angiograms (including endoleak interrogation) could allow for a more comprehensive determination of the endoleak source/cause, but these were not provided for review. Analysis of the pre-operative films did not reveal any obvious anatomical characteristics e.g. Excessive calcification that could have contributed to the reported type iiib endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: vessel measurements were provided, indicating an infrarenal aortic neck length of 28mm, with a proximal diameter of 21mm, flaring distally to 23mm. Mild calcium, thrombus, forward angulation, and a conical shape were noted in the infrarenal aortic neck. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of 64mm aaa. It was reported that during the index procedure, the stent graft system was successfully implanted without any issues during deployment. However, a type iii endoleak, suspected to be type iiib, was identified. A cuff was implanted as treatment, resolving the endoleak. Per the physician the cause of the type iiib endoleak could not be determined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.